Event description:
Olympus medical systems (omsc) was informed the subject device was used during a laparoscopic assisted distal gastrectomy (ladg). The ptfe pad of the 1st tb-0535fc was separated. Although the user exchanged it with the 2nd tb-0535fc and continued the procedure, soon after the exchange, the ptfe pad of the 2nd one was also separated. He exchanged it with the 3rd tb-0535fc and completed the procedure. There was no patient injury reported.

Manufacturer narrative:
The three reported devices were returned to omsc for evaluation. This MDR is regarding one of them, but it cannot be specified which one is the subject device. The evaluation confirmed that two of the three devices had no defects which should be affected to any function. Only one of them had the partially separated ptfe pad (the subject device). The tip of the probe and the jaw of the subject device had contact marks against each other. The manufacturing histories of the three devices were reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continually activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state the contact marks were made. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected otherwise, a local increase of the temperature due to friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based on the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.